Event description:
It was reported that the patient's lead had flucuating impedances on the high voltage electrodes and there were questions if this meant that it was fractured. The lead was revised and is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.